Event description:
Based on the information was received on 23-jan-2018, the case initially processed as non-serious was updated to serious with important medical event of infection in knee. This unsolicited case from united states was received on 17-jan-2018 and 18-jan-2018 (both information processed together with clock start date of 17-jan- 2018) from physician. This case concerns (B)(6) year old male patient who received treatment with synvisc one and after unknown latency had infection in knee. No medical history, concomitant medication or concurrent condition was reported. Patient has received synvisc treatment about a year ago, he has also received cortisone injections. On unknown date in 2017, the patient received treatment with intra-articular synvisc one injection one dosage form once (indication and batch/lot number: not reported) in right knee. On unknown date in 2017, within 5-6 hours of injection, patient was unbearably painful, hot and swollen. Patient was treated with nsaids and cold packs. It was stated that after about a week, it "calmed down", but it still has never felt good. Patient stated that the condition of his knee now was worse than it was before the synvisc-one treatment. It was stated that patient has to lift his leg with his hand to pick it up, but he can bear weight. On an unknown date after an unknown latency, patient had an infection in his knee. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the dame. Seriousness criteria: important medical event. Additional information was received on 23-jan-2018 from the patient. Case was updated to serious. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 31-jan-2018: this case concerns a male patient who received synvisc one injection and later had infection in her knee. Based upon the available information, the causal role of the product cannot be denied with the occurrence of events. However, further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant medications and other risk factors would help in the complete medical assessment of the case.

Event description:
Based on the information was received on 23-jan-2018 the case initially processed as non-serious was updated to serious with important medical event of infection in knee this unsolicited case from united states was received on 17-jan-2018 and 18-jan-2018 (both information processed together with clock start date of 17-jan- 2018) from physician. This case concerns (B)(6) year old male patient who received treatment with synvisc one and after unknown latency had infection in knee no medical history, concomitant medication or concurrent condition was reported. Patient has received synvisc treatment about a year ago, he has also received cortisone injections on unknown date in 2017, the patient received treatment with intra-articular synvisc one injection one dosage form once (indication and batch/lot number: not reported) in right knee. On unknown date in 2017, within 5-6 hours of injection, patient was unbearably painful, hot and swollen. Patient was treated with nsaids and cold packs. It was stated that after about a week, it "calmed down", but it still has never felt good. Patient stated that the condition of his knee now was worse than it was before the synvisc-one treatment. It was stated that patient has to lift his leg with his hand to pick it up, but he can bear weight. On an unknown date after an unknown latency, patient had an infection in his knee corrective treatment: not reported outcome: unknown a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event additional information was received on 23-jan-2018 from the patient. Case was updated to serious. Clinical course was updated and text amended accordingly. Additional information was received on 26-jan-2018. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 26-jan-2018: follow up information received does not chnage previous case assessment. This case concerns a male patient who received synvisc one injection and later had infection in her knee. Based upon the available information, the causal role of the product cannot be denied with the occurrence of events. However, further information regarding patient's current clinical presentation, technique of injection, medical history, concomitant medications and other risk factors would help in the complete medical assessment of the case.